Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter was displaying inaccurate erratic readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2014 at approximately 10:00am he obtained blood glucose results of ¿3.4mmol/l and 6.5mmol/l¿ using the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes using insulin and no adjustments. The patient continued with his usual dose of medication including sliding scale in response to the reported issue, and denied experiencing any symptoms. The patient reportedly self-treated by consuming additional food/drink (he drank a can of coke) in response to the reported issue. At the time of troubleshooting, the csr determined that an approved sample site was used for testing, the unit of measure was set correctly at time of testing and the test strips were not expired. The csr was unable to walk the patient through a control solution test and was unable to resolve the issue. Replacement products have been sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.